Event description:
Implant removed after 4 years of placement. Bone loss, inflammation and pain occurred. Pt was a smoker, clinched teeth a lot and did not go for follow-up check-ups. Dr removed implant and pt is alright.